Event description:
It was reported that following the implant of a right ventricular (rv) lead, the physician observed low sensing and loss of capture (loc). Diagnostic imaging was performed and confirmed the rv lead had not dislodged. The physician elected to attempt lead repositioning to obtain more suitable measurements, but the pacing impedance was also observed to be out of range (>4000 ohms) and loc was still present. The rv lead was explanted and replaced to resolve the event and the patient was stable with no additional adverse consequences.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that following the implant of a right ventricular (rv) lead, the physician observed low sensing and loss of capture (loc). Diagnostic imaging was performed and confirmed the rv lead had not dislodged. The physician elected to attempt lead repositioning to obtain more suitable measurements, but the pacing impedance was also observed to be out of range (>4000 ohms) and loc was still present. The rv lead was explanted and replaced to resolve the event and the patient was stable with no additional adverse consequences.